Manufacturer narrative:
(B)(4). Failure mode "misfire/jamming - staples not firing" could not be confirmed with picture attached. However it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "misfire/jamming - staples not firing. No patient harm". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".